Manufacturer narrative:
(B)(4). Batch #t5e341. Investigation summary the analysis results found that a (B)(4) device was returned outside its original package, and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event could not be confirmed as no packaging was returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy, the staff noticed that the blister pack containing the device was torn and there was a concern for the sterility of the device. A second like device was used to complete the procedure with no patient consequences.